Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A non-company ovd(ophthalmic viscosurgical devices) used. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the plunger over ride the lens and lens opened up in the incision and partially stuck. There was no patient harm. Procedure was competed with 5 minute delay with another lens

Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle prior to the lens. The lens was ahead of the plunger and appeared stuck at the fill line. The optic edge was torn. The trailing haptic was broken in the gusset area. The distal area of the trailing haptic was inside the folded optic. The leading haptic was straight. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The follow up clarified that the viscoelastic used in the device was provisc. Provisc is a qualified viscoelastic. The root cause cannot be determined for the reported complaint. The reported plunger override was not observed. The plunger was retracted prior to the lens. The lens appeared stuck at the fill line with a broken trailing haptic. The plunger was retracted prior to the lens. The plunger position in relation to the broken haptic during advancement cannot be determined. The IFU(instructions for use) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. A qualified viscoelastic was indicated. Broken haptics may occur: ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd(ophthalmic viscosurgical device) as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).